Event description:
The patient was revised due to dislocation of the left hip. During surgery the rim of the custom constrained liner folded into the cup because hip was tight. The liner was implanted without delay.